Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer was using the auto mode feature but not at the time of the incident as the pump was off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 254 mg/dl, at the time of incidence. Customer was wake up with 400 mg/dl. Customer's current blood glucose level was 365 mg/dl. Initially, customer reported that the insulin pump was off and when they changed the battery it come back. Customer received low battery alarm and replace battery now alarm. Customer was treat with the seven units of insulin for high blood glucose level. The customer reported that the insulin pump was lost power for overnight. The insulin pump will not be returned for analysis.